Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient could not see well with the lens. The lens was removed and replaced with another monofocal lens in a secondary procedure. The clinical reason for explant was "patient intolerance". Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 22.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, monofocal lens model. The product has not been received to evaluate. Due to the exchange of an extended depth of field lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).